Manufacturer narrative:
Sample was collected in lithium heparin gel separator tubes. Per customer, there has been no issues with the instrument hardware and all qc has been working well recently. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. A field service engineer (fse) went on-site (B)(4) 2011 and found aspirate probe #3 tubing was looped over the substrate probe and also found the wash wheel dirty. Fse performed repairs and preventive maintenance (pm) and ran all verifications.

Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(4) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated one occurrence of falsely elevated troponin (accutni) results above the ami cut-off for one patient's sample. Upon repeat, the sample recovered a result within the risk stratification range. The erroneous results were not reported outside of the laboratory and there was no report of injury or change to patient treatment attributed or connected to this event.